Event description:
It was reported that the patient had a revision performed, on (B)(6) 2014. Following implant, they had removed the staples and the p ump was noted to have been in perfect position. A nurse was then sent over to come and check on the wound to see if it was healing and they saw dry blood ¿but it was really a scab and they removed it.¿ ¿this¿ reportedly caused the patient to have surgery again. The type of medication being delivered at the time of the event was not specified; at the time of report morphine was being infused via the device system. Further information including the specific cause for an additional surgery, the cause of the event, what was doing during the revision or the patient¿s outcome was not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).